Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and the probable causes include such as damage of parts due to deterioration/ leakage/ some kind of physical stress. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the objective lens of the rhyno-laryngo videoscope had dust. There was no patient involvement.